Event description:
The consumer reported the patient was not feeling stimulation since (B)(6) 2016. It was indicated the patient hardly felt stimulation anymore and was urinating more. The patient had increased the stimulation but was not feeling stimulation still. It was noted the patient was on program 2 at 5.4v. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that there was return of symptoms. The patient had already increased stimulation. There was no trauma or fall that could be related to this issue. The patient was going to call her doctor for an appointment to follow up. The change in therapy/symptoms was considered sudden, occurring in (B)(6) 2016. The issues had resolved after the last call for a few days and then returned and had continued. She went from urinating every 4 hours to urinating every hour to hour and a half. The patient would contact her healthcare professional (hcp) to have her implantable neurostimulator (ins) and programs checked. The patient later reported that the step taken to resolve the loss of stimulation and increase in frequency included an increase in stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.